Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump act button did not always respond right away and was harder to press. Customer's blood glucose level was unknown. Customer also stated that the insulin pump vibrate function on insulin pump did not work. It was also reported that the insulin pump had unusual grinding noise once while re-winding, rewind was slower and did not give low battery warning. Customer declined troubleshooting for the issue. The insulin pump will not be returned for analysis.